Event description:
The hcp reported that the pump is alarming and increased spasms have been noted over the past 1.5 weeks. Upon reading event logs several motor stalls and recoveries noted. The alarm was first noted approximately 1.5 weeks ago. The pump contains lioresal 500 mcg/ml. A follow-up report will be sent if additional information becomes available.